Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump¿s black box history was reviewed and showed that the daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside of normal use was observed. A 29 hour flow accuracy test was performed and the pump was found to be delivering within the required specifications. There was no defect found during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump screen was difficult to see (see separate pi for display issue). The reporter stated that on (B)(6) 2013 the patient's blood glucose (bg) at 11:30am was 445mg/dl. The reporter (also the mother) took the patient to the hospital and upon arrival to the hospital the patient vomited. The reporter stated that the patient was started on IV and was given insulin via pen to control bg. The reporter was unable to provide specific values of bgs throughout the hospital stay. The reporter stated that the patient stayed over night and was discharged on (B)(6) 2013 and the bg value was unknown at that time. The reporter stated that since they received the new loaner pump on (B)(6) 2013, the bgs have been in the 100's. This report is being made due to alleged hyperglycemic event the patient experienced due to an alleged history settings issues.